Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: one cs 064-0008 alarm was observed in the black box on the reported failure date of (B)(4) 2014. The time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.